Event description:
It was reported that at the end of a non-lap assisted vaginal hysterectomy, two burns were noted laterally and inferior to the perineum. The burns were approx 20mm x 20 mm. There was no further pt consequence.